Event description:
The manufacturer received info alleging a "check circuit" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation. The device was recalibrated to address the issue.